Event description:
It was reported that during preparation, resistance was met during the process of sending the nav6 into the delivery sheath. Additionally, the delivery sheath was noted to be separated. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another nav6 was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty loading the filtration element and separation of the delivery catheter was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.